Event description:
This patient suffers from severe ncs and would past out from time to time. In 2013, an evia dr-t was implanted which prevented the patient from passing out for a year. In (B)(6) 2014, the patient began passing out again; the physician monitored the patient and notice the device never paced the patient anywhere near max cls rates. Physician decided to replace this lead with a new pacing lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. In addition, signs of abrasion were found along the lead body. The insulation was intact. In summary, coagulated blood was found along the inner coil of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.